Manufacturer narrative:
(B)(6) 2015. Additional information: contact reported that customer experienced blood glucose level of 31 mg/dl while playing soccer. Customer was not using the pump or supplies. (B)(6) 2015. Additional information: contact reported that customer's blood glucose level in under control since receiving new pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose level was elevated (431 mg/dl). The customer discontinued using the pump and reverted to manual insulin therapy administered by mother.